Event description:
The caller stated that his customer reported that a size 4 cuffless tracheostomy tube would not connect to a compressor. The tracheostomy tube is still in use on the patient and will be removed and replaced with a new tracheostomy tube being sent over night. The caller did not have any additional available.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.